Manufacturer narrative:
(B)(4). Additional concomitant medical products: item# 00620006022 shell porous with cluster holes 60 mm o.d. Lot# 61711455; item#00630506040 liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell lot# 61680374; item# 00801804002 femoral head sterile product do not resterilize 12/14 taper lot# 61769478; item# 00784801300 modular neck p 12/14 neck taper use with +0 heads only lot# 61710088. Reported event was confirmed through operative notes provided. Product was not returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 07068. Device remains implanted.

Event description:
It was reported during hip revision, that the neck taper would not separate from the stem. Neither device was explanted. Attempts were made to obtain additional information; however, none was available.